Event description:
It was reported that, oversensing and loss of capture were observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed to resolve this event.